Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2014.

Event description:
Per the clinic, the patient experienced facial nerve stimulation with device use followed by a loss of connection to the internal device. The issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.